Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 22.8 mmol/l at the time of the event. It was unknown about the symptoms. The customer was treated with an insulin pump and hospitalized. Troubleshooting was partially performed. It was unknown whether the auto mode feature was active at the time of the event and whether the pump was used within 48 hours prior to the event. No further patient complications were reported. It was unknown whether the customer will continue the use of the insulin pump. The pump will not be returned for analysis.